Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016 .device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in a battery alarm. There was evidence of moisture contamination behind the display lens. A leak test was performed and failed due to a display lens leak. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The idle and sleep draws were found to not be within specification. There was evidence of additional moisture inside the pump on the transceiver board and other associated electrical components. The transceiver board was unplugged and the current draw levels returned to within specification. The high current draw levels occurred because of internal moisture damage. Unrelated to the original complaint, the battery compartment was observed to be cracked.